Event description:
Ventilator stopped delivering breaths to patient; its "ext. High peak" alarm was cycling. A rn had to manually vent patient with an ambu bag to prevent patient harm. No patient harm occurred because of rn intervention.